Manufacturer narrative:
No complaint was received with return of the device. Failure event observed during analysis. Final analysis found on the connector portion of the lead was returned in one piece measuring 48.2 cm. External insulation abrasions breaching the optim sheath were noted at 28.7 cm to 29.1 cm and at 38.9 cm to 39.2 cm from the connector pin. The silicone insulation beneath were not damage. The cause of the external insulation abrasions was consistent with friction to the device can or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.